Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of "114 mg/dl" with a lifescan meter and "196 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.